Event description:
It was reported that the patient was in persistent low flow state. The patient was symptomatic at the time of the low flows. Computed tomography (CT) images were completed and showed a dilated left ventricle (lv) cavity (lvidd 6.9 cm) with severely reduced lv systolic function. The heartmate 3 left ventricular assist device (lvad) was well-positioned without obstruction of the inflow cannula or outflow graft. There was accumulation of biodebris within the bend relief structure of the outflow graft, measuring 6 millimeters (mm) proximally and tapering gradually without significant luminal stenosis. The aortic valve was trileaflet and opened partially with systole. The main pulmonary artery (pa) was dilated, consistent with pulmonary hypertension. The pericardium was normal. There was no left atrial appendage (laa) thrombus. A limited echocardiogram (echo) was also completed, the lvad was running at 5300 rotations per minute (rpm). There was moderately increased lv size, normal wall thickness, severely reduced global systolic function with an estimated ejection fraction (ef) of 10-20%. The right ventricular cavity size was moderately enlarged, global systolic right ventricle (rv) function was moderately reduced. There was moderate-severe tricuspid regurgitation. The aortic valve opened with each cardiac cycle. There was no significant regurgitation. The inferior vena cava was dilated, respiratory size variation less than 50%. A right heart catheterization (rhc) was planned. The log files were reviewed and captured persistent low flow events throughout the log file with the estimated flow hovering mainly around the 2.4 to 2.5 liters per minute (lpm) range. There was a small timeframe where the pump speed was turned down to 3000 rpm resulting flows near zero. It was noted that the pulsatility index (pi) values were non-variable and have settled in the 4 range. This pattern was noted to point towards a possible outflow graft obstruction. The patient was noted to have marginal hemodynamics and rv failure. The patient was started on dobutamine. There was a plan for extrinsic outflow graft (eogo) surgery on (B)(6) 2024. The patient was taken to the operating room for removal of the bend relief due to suspected eogo and was noted to have an outflow graft twist with minimal eogo. The surgeon corrected the twist and placed a heartmate 3 outflow graft clip. The cause of the low flow alarm was confirmed to be the eogo and outflow graft twist. The low flow alarms and eogo resolved with surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The moderate-severe tricuspid regurgitation did not pre-exist the lvad as it was mild (B)(6) 2024. This was thought to be cause by the outflow graft twist. It was reported that the voluntary medwatch form mw5162589 received on 09dec2024 showed that the patient presented with 2 weeks of shortness of breath, chest fullness and low flow alarms. They were seen in the emergency room (ER) and given right heart catheterization with improvement in blood pressure but continued with ongoing symptoms and intermittent alarms and was admitted for workup. The left ventricular assist device (lvad) flowed persistently at 2 liters per minute (lpm). The patient had been hemodynamically stable with this. The patient had incessant low flow alarms. Right heart catheterization done showed mildly elevated pulmonary capillary wedge pressure (pcwp) of 19, but otherwise reasonable hemodynamics and cardiac index (ci) of 2.2. Log files sent to abbott was suggestive of obstruction somewhere in the lvad pathway. There was obvious twisting of the outflow graft of nearly 180 degrees right above the connection to the pump. The twist was fixed and flows returned to the normal 4-4.5lpm and the outflow graft clip was applied. The patient returned to the intensive care unit following surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed, as no images were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A direct correlation between the device and the reported events could not be conclusively established. Review of the submitted controller event log file captured intermittent low flow alarms throughout the log file, as well as numerous low flow fault flags that did not persist long enough to activate a low flow alarm. Flow was noted to be consistently below 2.6 lpm for the duration of the log file. Review of the submitted controller periodic log file revealed a decrease in flow starting on (B)(6) 2024 and persisting for the remainder of the log file. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The customer reported that the patient was in a persistent low flow state with shortness of breath and chest fullness, so a computed tomography (CT), echocardiogram, and right heart catheterization were performed. The CT scan indicated outflow graft (ofg) obstruction with accumulation of bio-debris within the bend relief. The patient was noted to have right heart failure and marginal hemodynamics. Additionally, the CT noted aortic valve insufficiency and pulmonary hypertension. The echocardiogram noted moderately reduced right ventricle function, moderate-severe tricuspid regurgitation, and aortic valve insufficiency due to the aortic valve opening with each cardiac cycle. During the surgery to address the obstruction, the ofg was noted to be twisted. The surgeon corrected the twist and placed a heartmate 3 ofg clip. Low flow alarms reportedly resolved following the correction of the ofg twist. The customer also communicated that the moderate-severe tricuspid regurgitation was thought to have been caused by the ofg twist. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this hm3 lvas IFU, rev. C was released following the implementation of CAPA 114896. Section 5 includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Additionally, outflow graft clip addendum to the hm3 lvas IFU rev. B and hm3 lvas IFU rev. B have been released, following the implementation of CAPA 114896, and include instructions for installing the outflow graft clip. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". Additionally, section 6 explains that post-implantation hypertension may be treated at the discretion of the attending physician. No further information was provided. The manufacturer is closing the file on this event.